Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of 583 mg/dl and traces of ketones leading to an emergency room (ER) visit. Reportedly, the elevated bg level was due to the occlusion alarms and a urinary tract infection. A manual injection was administered to address the bg level prior to the ER visit. While in the ER, the customer received fluids as treatment and their bg levels were monitored. The customer was released from the ER six hours later with a bg level of 190 mg/dl and in a stable condition.